Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient developed klebsiella bacteremia and a cerebrospinal fluid (csf) infection, two weeks after the pump was implanted. It was said, the csf was aspirated from the cap on (B)(6) 2013 and the infection was determined the following day. The catheter and pump remain implanted at the time of report. The managing physician and surgeon are working with infections disease to determine the best plan of action. The patient had a fever. The pump was delivering lioresal. It was later reported, the patient had the catheter removed the week prior to (B)(6) 2013, and the pump remained implanted. Reportedly, the health care team planned to re-implant a catheter at another date, after the infection was resolved. It was later reported that the patient was diagnosed with meningitis, and the exact date of catheter removal was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that as far as the reporter knew the infection was systemic and not limited to any one area. It was also noted that the healthcare provider had ¿just¿ moved and was setting up. The reporter no further information.

Event description:
Per this reporter, the catheter was initially explanted and then the pump was later explanted 2-3 weeks after implant due to the infection. The patient was implanted with the new system on (B)(6) 2015.